Event description:
Ous MDR. It was reported that 53 months after the implantation episodes of oversensing were noted. The lead was explanted, but not returned. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the ICD data and the lead under complaint were subjected to an extensive analysis. The memory content of the ICD was inspected. In the available iegms the occurrence of noise was observed in the ventricular as well as the far-field channel, confirming the clinical observation. However, a thorough analysis of the device data revealed no indications of an ICD malfunction. Upon receipt the lead was found cut. Only the distal part of the lead was returned for analysis. The proximal part, including the lead connectors and the serial number, was not available for analysis. The visual inspection revealed signs of abrasion at the distal part of the lead and rubbed through insulation. However, as part of the lead was not returned for analysis no definitive root cause of the noise episodes may be determined. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Significant motion in the area of the tricuspid valve and interaction with modified tissue should also be taken into account. Diagnostic images clarifying this assumption were not available. The analysis of the lead fragment did not reveal any sign of a material or manufacturing problem.